Event description:
It was reported to resmed (B)(6) that an astral device suffered a severe power surge through the ac adaptor as the result of an electrical storm (lightning strike). The power surge resulted in the device generating an audible alarm that notifies the user of the malfunction. There was no pt harm or injury reported for this incident. Ref MFR report no.: 3004604967-2015-00034.